Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No accidental stick occurred. No adverse event reported. Customer did not provide the lot number of the device. Requested return of suspect device and replacement was sent.